Manufacturer narrative:
(B)(4). Approximate age of device - 19 days (calculated from the date when the system controller was issued to the patient.) The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient's postoperative course was complicated by pump stoppages due to an unknown cause and a pump exchange was performed on (B)(6) 2016. On (B)(6) 2016, low speed advisory alarms were reportedly observed along with intermittent power elevations. A representative of the manufacturer's technical services team reviewed the system controller log file and observed multiple transient power elevations that were greater than 10 watts that were recorded from (B)(6) 2015 and (B)(6) 2016. Low speed advisory alarms were also recorded on (B)(6) 2016 at 7:49 pm when the pump speed dropped down to 8950 rpm. On (B)(6) 2016, the patient reportedly experienced a pump stoppage after returning home. The patient was bending over when the pump stoppage occurred and was reportedly asymptomatic. The system controller log file was reviewed by the technical services representative and captured a low speed advisory alarm and pump stoppage event on (B)(6) 2016 at 2:30 pm. The log file indicated that pump stoppage occurred while the patient was on battery support and it resolved on its own. The patient was readmitted to the hospital and the system controller was exchanged. The log file from the new system controller was reviewed by the technical services representative on (B)(6) 2016 and captured no unusual events. The pump power levels recorded in the log file appeared elevated, however, it was reported that the patient has had no further pump stoppages since the system controller exchange.

Manufacturer narrative:
The report of pump speed reductions, pump stoppages, and intermittent pump power elevations was confirmed based on the information contained in the log file retrieved from the returned system controller; however, the observed events were not reproduced during the analysis. The returned system controller was functionally tested and operated as intended during the analysis. The pump power level was monitored throughout the testing and no atypical elevations or pump stoppages were observed. A root cause for the reported events could not be conclusively determined. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The patient remains ongoing on lvad support with no further events reported. The manufacturer is closing the file on this event.